Event description:
It was reported that the patient had pain around the implant at tooth location #13 since the implant placement date. The patient was placed on multiple courses of antibiotics for infection with no real improvement. Tooth # 13. Symptoms as a result of the event: abscess and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.